Manufacturer narrative:
Initial.

Event description:
It was reported that the ilet pump was dropped en route to a bathroom, resulting in a cracked touchscreen and an unresponsive screen that prevented unlocking; the device was restarted via the app without resolution, and a replacement was arranged with counseling that the replacement would not be watertight. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed a stress-related fracture of the touchscreen. It was concluded, based on previously established findings for similar reports, that the cause was traced to user handling.